Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a texium connector cap leaked an infusion of avastin onto the patient's clothing and skin. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leakage at the connection between the texium valve and a non-carefusion IV set was confirmed. Visual inspection of the set noted multiple scratches/hatches on the valve body. It was very difficult to disconnect the valve from the non-carefusion tubing. Functional testing was performed and leaking was observed at the connection site between the IV set¿s male luer components (spin collar) and the texium valve. The root cause of the reported failure was determined to be an improper fit between the texium valve and non-carefusion set.